Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in zone 3 for the endovascular treatment of a thoracic aortic aneurysm. The proximal aortic neck had a diameter of 32 mm, with a length of 20 mm from the top of the arch to the proximal aneurysm. The diameter of the distal aortic neck was 28 mm, with a length of 20 mm from the bottom of the arch to the proximal aneurysm. It was reported that a type ia endoleak was noted. No endoleak had been seen at the conclusion of the index procedure. No clinical sequelae were reported and the patient will be monitored with no additional treatment. The physician commented that this was a case of the chronic phase after dissection from the ascending aorta. The physician did not want to carry out a touch up or implant a bare stent. The landing zone also had dissection, so that a type ia endoleak was considered to be an acceptable result.